Event description:
It was reported that the surgeon inserted a competitor's lens using the foam tip plunger and the trailing haptics were overrode and torn by plunger upon insertion. The incision was enlarged and sutured after another iol was successfully implanted. The pt current's prognosis is good. The reporter stated the incident was due to a loading error.